Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer blogged, on the medtronic "too young to burnout at 30" blog, that he has had to go to the emergency room twice due to high blood glucose levels. The customer stated that his blood glucose was 430 mg/dl yesterday, and 410 mg/dl today, and has experienced elevated blood glucose levels ever since starting on the mmt-723 insulin pump. The customer has changed the infusion sets and spoken with his insulin pump trainers, but the issues have not been resolved. The customer was contacted for f/u. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer declined to provide any details regarding the hospitalizations. The customer did mention that he inserts in his abdomen where he has a lot of scar tissue. Advised the customer the importance of using different insertion sites. (B)(4).